Event description:
It was reported that the vns patient¿s generator could not be interrogated during an office visit on (B)(6) 2014. When attempting to communicate with the patient¿s device, the neurologist¿s handheld device displayed a message saying ¿device cannot be read.¿ the device had been able to interrogate other patients without issue. It was noted that the patient had been tased since his last office visit in 2013. The patient could not confirm that he felt stimulation. No known interventions have occurred to date.

Manufacturer narrative:
If implanted, give date (mo/day/yr), corrected data: additional information was received that the implant date was (B)(6) 2011.

Event description:
Additional information was received that the implant date for the generator was (B)(6) 2011. Attempts for additional information have been unsuccessful.

Event description:
It was reported that the patient was seen by the physician again at which time the device was able to be interrogated and device diagnostics were reported to be within normal limits (2300 ohms/ifi - no).